Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges arrow introducer sheath broke during peeling, during insertion. No patient harm. Therapy was not reported as delayed/interrupted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sheath was separated along both tear lines. In addition to being separated along the tear line, it was noticed that one side of the sheath was torn into two pieces 0.5 cm below the juncture hub. Microscopic examination of the sheath showed that the body appeared to be twisted where it was torn off. The lot number reported by the customer (23f16k0115) is invalid and sales history did not show sales of this product to this customer. The report that the peel away sheath broke during use was confirmed through examination of the returned sample. One side of the sheath was torn into two pieces 0.5 cm below the juncture hub. The body appeared to be twisted where it was torn off. Based on the appearance of the sample and the information reported, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges arrow introducer sheath broke during peeling, during insertion. No patient harm. Therapy was not reported as delayed/interrupted.